Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. Review the device stored episodes, indicated there was no noise. Boston scientific technical services (ts) recommended troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. Review the device stored episodes, indicated there was no noise. Boston scientific technical services (ts) recommended troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated intermittent out of range pacing impedances continued to be observed. The respiratory rate trend (rrt) signal was seen on the rv lead, however it wasn't oversensed. Technical services (ts) discussion reprogramming and replacement options. It was noted that the patient was septic. The local area field representative was contacted for additional information regarding the sepsis, however at this time no further information is available. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received which indicated intermittent out of range pacing impedances continued to be observed. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. Review the device stored episodes, indicated there was no noise. Boston scientific technical services (ts) recommended troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated intermittent out of range pacing impedances continued to be observed. The respiratory rate trend (rrt) signal was seen on the rv lead, however it wasn't oversensed. Technical services (ts) discussion reprogramming and replacement options. It was noted that the patient was septic. The local area field representative was contacted for additional information regarding the sepsis, however at this time no further information is available. This ICD system remains in service. No additional adverse patient effects were reported.